Manufacturer narrative:
A complete analysis and testing of 1 opened reservoir found first o-ring overlapped second o-ring. Reservoir will leak.

Event description:
Customer called to report that o-rings on reservoir stopper were dislodged. No further details provided.